Manufacturer narrative:
This supplemental report was submitted to provide the lot number and additional information from the legal manufacturer and to update the following sections: d4, g3, g6, h2, h4, h6 and h10. The legal manufacturer performed the device history records for this device and no abnormalities were found. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. No device was returned to the manufacturer; therefore the root cause remains unknown. However, the probable cause of the the damaged insulation material at the tip of the sheath was caused by thermal mechanical overload, wear and tear, improper handling, mechanical impact like fall, shock or similar stress. Please note that signs of fatigue or pre-damage, such as minute cracks, are often hard to spot. As stated on the IFU (instruction for use) and as a preventive measure, the user manual states: that the ceramic tip can break due to mechanical loading or thermally induced straining. Thus, it is the responsibility of the user to inspect the instrument prior to every procedure. The legal manufacturer will continue to monitor complaints for this device.

Manufacturer narrative:
The investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
Olympus was informed the inner sheath's ceramic tip reportedly fell out into the patient during an unspecified transrethral resection procedure. The broken piece was able to be retrieved from the patient without issue. No patient death, injury or infection was reported.